Event description:
Upon chart review, it was found that the pt sustained a punctured ventricle from a pacemaker lead. A pericardial tamponade resulted requiring a pericardiocentesis x2 and a return to the o r for respositioning of the ventricle lead.